Event description:
The user facility reported a 75 year old on an impella cp which was implanted in the right femoral artery. The left ventricle was small with a short aorta. During the cardiac procedure, the impella was shallow, and cannula was kinked just distal to the outlet. Kink caused suction, so impella was turned down to p2, flows 1.5l throughout the pci case. The impella was removed post case and there was no visible kink remaining on cannula. The patient survived the procedure.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow, product damage (cannula kink), and positioning issues has been completed. The pump was returned for investigation. Cannula kink was reported on the returned product. No other physical damage was noted on the returned product. The pump was run as per the specifications in a bucket of water. The data log shows low pump flow with suction alarm from the start of the case. There were no positioning-related alarms or motor current spikes reported during the case. The cause of the product damage issue was a kinked cannula. The cause of the low pump flow issue was a kinked cannula. The cause of the positioning issue was most likely patient condition related to small heart.